Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise due to electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.